Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with alleged inaccurate delivery from the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose was 520mg/dl with 1.8 ketones (large) and symptoms of polydipsia, polyuria, and nausea. It was reported that the patient was advised by their healthcare provider (hcp) over the telephone and then self treated with insulin via injection and remained on the pump. Reportedly, there had been no adjustments to the pump by the hcp before or after the alleged event. Troubleshooting determined that the basal history matched the active basal program settings and that the basal delivery totals in the total daily doses matched the active basal program total as expected but that the two bolus totals did not match. This complaint is being reported for alleged hyperglycemia associated alleged inaccurate delivery from the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.